Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the presence of thrombus during use with the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The cds was advanced to the left atrium and a blood clot was seen on the clip. The mitraclip system was removed. Additional heparin was given for treatment and a new cds and steerable guide catheter were used to complete the procedure. One clip was implanted reducing mr to 2+. The patient is stable. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a definitive cause for the reported patient effect of thrombosis cannot be determined. It should be noted that the reported patient effect of emboli (thrombus) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.